Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used as usual, but the jaw tip broke. The part fell into the patient's cavity and was retrieved. The fragment was collected. Although they were cautioned about the use method, the event occurred. No patient harm.

Manufacturer narrative:
Additional information: evaluation summary: one device was originally received for evaluation. The disengaged component was retrieved. The returned product could not be located after it was received into the complaints lab. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is found, we will re-open this investigation.if information is provided in the future, a supplemental report will be issued.